Manufacturer narrative:
(B)(4). Date sent: 11/2/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the device was an ats45, not an ets45. Also, sales rep confirmed that the way the event was explained to her was that the device fully fired, but some of the staples did not deploy. There was minimal bleeding; the vessel was ligated with suture. The sales rep believes a white cartridge was used, but could not confirm.

Event description:
It was reported that during a robotic total prostatectomy procedure, the device was fired and half of the staples didn't deploy. The bleeding was managed with suture and other staples formed fine. There were no adverse consequences for the patient.